Event description:
As reported by the user facility, during a robotic lobectomy on (B)(6) 2016, "the surgeon had used the sb1079 specimen bag to bag a portion of the lung, successfully closed the bag completely. He was attempting to pull the specimen through the incision. He incised the incision but the bag broke at the distal end." Follow up revealed the procedure was completed by utilizing a nylon anchor bag that was already open on the back table. The surgeon used that bag to retrieve the sb1079 bag and the specimen, causing no surgical delay. There was no patient injury and the patient was discharged home. To date there has been no additional information received concerning the patient's current status. This report is being filed as a malfunction with the potential for injury with recurrence. The legal manufacturer,(B)(4)., is responsible for the investigation and regulatory reporting per agreement with conmed corporation.